Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title: "percutaneous device closure for paravalvular leaks- a single centre experience".

Event description:
The article, "percutaneous device closure for paravalvular leaks- a single centre experience", was reviewed. The article presented a prospective, single center study to determine the safety and efficacy of percutaneous device closure for significant paravalvular leaks (pvls). Devices included in the study were amplatzer vascular plug ii, amplatzer vascular plug iii, and amplatzer duct occluder. The article concluded that transcatheter pvl closure is a safe and effective alternative to surgical correction and should be used in selected patients for significant amelioration of heart failure symptoms as well as hemolytic anemia with clinical and hemodynamic improvement. [The primary author was uday b khanolkar, narayana hrudyalaya, bengaluru, india. The corresponding author was meemansa kashyap buch, narayana hrudyalaya, bengaluru, india.] The time frame of the study was from 2020 to 2023. A total of 42 patients were included in the study, of which all patients received an abbott device. The average age was 50.11 years and the majority gender was male. Comorbidities included hemolytic anemia and congestive cardiac failure.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer duct occluder were reported in a research article in a subject population with multiple co-morbidities including hemolytic anemia and congestive cardiac failure. Complications reported included death, cardiac arrest, pseudoaneurysm, cardiac tamponade, endocarditis. The reported IFU deviation/off-label use was associated with implanting amplatzer duct occluder for paravalvular leak closure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. It should be noted that the amplatzer duct occluder, instruction for use (IFU), artmt600034251, rev b, states: the amplatzer¿ duct occluder is a percutaneous, transcatheter occlusion device intended for the nonsurgical closure of a patent ductus arteriosus (pda). B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature: article title: "percutaneous device closure for paravalvular leaks- a single centre experience".